Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to calcification and for it being standard for the implanting physician. A 14 french (fr) introducer sheath was then inserted into the patient's right femoral artery as well as the delivery catheter system (dcs). After there was difficulty advancing the introducer sheath and the dcs past the common iliac artery, the physician decided to utilize a different introducer sheath but was still unable to advance the dcs past the common iliac artery. It was then identified that the patient had an extravasation at the access site. Subsequently, a covered stent was deployed at the primary right femoral access site and the procedure was aborted.a 1-hour procedural delay occurred due to this event. Per the physician, pre-case planning factors contributed to the event. Additional information was received that the minimum diameter of the access vessel was 5.4 millimeters (mm), and the right external artery tapers down to a minimum of 4.2 mm with calcium present. A non-medtronic guidewire was used during the procedure. It was reported that the access site injury likely occurred during advancement. Per the physician, either one of the non-medtronic sheaths used (e-sheath, gore, etc.) Or the dcs caused the injury at the access site as the vessel diameter, but the non-medtronic guidewire did not cause or contribute to the access site injury. The patient's anatomy was noted as a contributing factor to the access site injury as the access vessels were not large enough for a 14 fr sheath or the other sheaths that were inserted due to calcium present in the distal segments.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to calcification and for it being standard for the implanting physician. A 14 french (fr) introducer sheath was then inserted into the patient's right femoral artery as well as the delivery catheter system (dcs). After there was difficulty advancing the introducer sheath and the dcs past the common iliac artery, the physician decided to utilize a different introducer sheath but was still unable to advance the dcs past the common iliac artery. It was then identified that the patient had an extravasation at the access site. Subsequently, a covered stent was deployed at the primary right femoral access site and the procedure was aborted. A 1-hour procedural delay occurred due to this event. Per the physician, pre-case planning factors contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.